Event description:
Deflation resulting in explantation.

Manufacturer narrative:
(B)(4).

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Evaluation summary was removed as an attachment. The evaluation summary is as follows: macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation.

Event description:
Deflation resulting in explantation.